Event description:
Device report from depuy switzerland reports an event as follows: it was reported the patient underwent a revision procedure due to pseudarthrosis th10/th11 after spondylodesis th10-l5 in 2017. As the implants were removed, it was noted one cfx screw was broken with no fragments generated. The broken screw was discovered intra-operatively but had broken sometime before the revision procedure per the pre-operative imaging. It is unknown what additional actions were taken or if the procedure was delayed; however, it was noted the procedure was completed successfully with no additional medical intervention or consequences to the patient. This report is for an unknown cfx screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was completed: it was noted that the device was discarded. However, x-ray image of the device were provided. Visual examination of the x-ray image revealed that the screw had broken in situ. The cause for the screw breaking cannot be determined. Should more information and/or the device sample become available at a later date, this complaint file will be reopened and the device will then receive a full evaluation. Therefore, the reported device failure cannot be confirmed as no product sample has been returned for evaluation. A review of the device history record (DHR) could not be performed as no lot number was provided. In addition, the device was not returned to the customer quality unit from which the lot number could be taken directly from the product sample. Therefore, without the lot number, no review of the manufacturing records could be completed. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting per procedure. Without the return of the unknown screws we are unable to identify the root cause. No corrective action/preventive action (CAPA) is necessary at this time as no issues were identified in the manufacturing and release of this device since no lot number was identified. Therefore, this complaint file will be closed with no further action required. Should more information and/or the device sample become available at a later date, this complaint file will be reopened, and the device will then receive a full evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Surgical intervention, medical device removal. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery because of pseudarthosis th10/th11 after spondylodesis th10-l5 in 2017 . As the implants were removed, it occurred, that one cfx screw was broken. If other, describe: according to the doctor, it was only discovered intraoperatively, but would also have been visible in preoperative imaging, was surgery delayed due to the reported event? --> unknown, action taken when event occurred? --> unknown, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, is the patient part of a clinical study --> unknown, (B)(4). Device property of -->patient, device in possession of -->unknown. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true. This complaint involves one (1) device.